Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received an unexpected restart alarm twice and was able to reset time and date. Customer then realized that insulin pump was shut off. Customer reported that insulin pump was not bumped or dropped and not exposed to moisture. The appropriate battery was also inserted. Troubleshooting was performed on insulin pump and after cleaning contacts with alcohol, display screen did not return. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown.